Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust insulin therapy. There was no reported impact to customer's blood glucose. No additional patient or event information available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.